Event description:
Subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: device internal memory and ECG from event reviewed. Conclusion: subject was in a shockable rhythm, shocks were advised and shocks were delivered.